Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported by the patient that their right atrial (ra) lead "punctured a hole in their heart." Follow up was conducted to no avail. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.